Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture and rippling.

Event description:
Brazil. Allegedly, a patient presents a device rupture and rippling in her left breast, she had an ultrasound that reveals folds and silicone leakage caused by a rupture ((B)(6)).